Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, air was sucking into the sheath when the physician was aspirating. The sheath was replaced without resolve. It was reported that the air was due to the patient's sleep apnea. The patient was intubated with resolve. The case was completed with cryo. No patient complications have been reported as a result of this event.